Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure was visible in the left tube. It was not grossly visible in the right tube.') And pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dyspareunia, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: patient was hospitalized for the event pelvic pain. Trailing coils: right- 5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: medical record received. Event added: the essure was visible in the left tube, it was not grossly visible in the right tube. Lot number, reporters information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.